Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient experienced a bent cannula, which led to high blood glucose level due to insufficient insulin delivery event on (B)(6) 2026. The site of insertion was left buttock. The infusion set was in use for less than one day. Due to the bent cannula, the patient's blood glucose level was high. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.